Event description:
A customer contacted beckman coulter inc. (Bec) reporting that discrepant differential results without instrument generated flags were obtained on one (1) specific patient analyzed on two (2) different dxh 800 coulter cellular analysis systems (serial #s (B)(4)) over the course of three (3) consecutive days ((B)(6) 2012). This report documents the dxh 800 instrument serial # (B)(4) and the results obtained on (B)(6) 2012. A slide review was triggered by the low hemoglobin (hgb) and high red cell distribution width (rdw) results on (B)(6) 2012. The hematologist who reviewed the peripheral blood film reported white blood counts (wbcs) as left shifted, nucleated red blood count (nrbc) present, and blast seen. A complete differential count was not provided. The results provided by the customer are shown in the attachment section of this report. A complete differential was requested for all days; however, the customer discarded the slides and the samples for this case. Due to the lack of manual differential results an assessment cannot be made for discrepant results for any of the differential parameters. The discrepant results were not reported out of the laboratory. There was no death or injury, or change to patient treatment associated with this incident.

Manufacturer narrative:
The samples were collected in 3.0 ml becton-dickinson (bd) vacutainer tubes containing 5.4 mg of dipotassium ethylenediamine tetra-acetic acid (k2edta). The samples were analyzed fresh. The dxh 800 is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Controls were analyzed before and after the incident. Daily quality control (qc) results recovered within expected ranges. Raw data was provided and final analysis is pending to date. Service was not requested for this event as the customer is not questioning the performance of the instrument at this time. Failure mode - the cause of the discrepant results is unknown based on the information currently available. Per product labeling from the dxh 800 instructions for use, pn 629743: the dxh 800 system manager includes flags, codes, and messages to alert you to issues with patient or control results. You can also customize the flagging of results and define rules for flagging sample results. Beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. The following mdrs (total count: 3) listed below includes the complete list of reports submitted for this event that occurred on different dates and on different instruments at this customer site: dxh 800 serial # (B)(4) (same instrument documented in this report): 1061932-2012-01841. Dxh 800 serial # (B)(4): 1061932-2012-01848, 1061932-2012-01849.